Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with a system infection. The patient was admitted antibiotics but the infection did not heal. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.